Event description:
No additional event information was received.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report as the device was not return. A follow-up report will be submitted if analysis is ever to be complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline flex stent failed to open in the distal section. The patient was undergoing flow diversion assisted coiling surgery for treatment of a saccular, unruptured supraclinoid, left internal carotid artery (ica) aneurysm. It had a max diameter of 18 mm and a 10 mm neck diameter. The landing zone was 3.80 mm distally and 4.75 mm proximally. The access vessel was the femoral artery with a diameter of 4.50 mm. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure was the same as previous. It was reported that the distal part of pipeline flex stent device would not open after multiple attempts, so the physician retrieved the pipeline device along with phenom 27 catheter. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was not positioned in a bend and less than 50% had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter and removed from the patient. The phenom 27 catheter and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with this event. Additional information was received stating that the cause of the event was investigated but could not be identified. The procedure was completed by deploying another flow diverter. Regarding the report titled "damaged pipeline shield <(>&<)> phenom 27," it was clarified that since the device could not be opened distally, it was retrieved, and both the pipeline and phenom 27 became stuck together. No damage was observed on the devices. Ancillary devices include a phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that no resistance was felt during delivery or positioning.